Manufacturer narrative:
(B)(4). The customer did not retain a record of the lot number which determines the date of manufacture.

Event description:
The customer reported there was "breakage on bronchial cuff" which was detected prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. An attempt was made to inflate the returned unit however the unit failed to remain inflated. Visual examination of the cuff shows that here is a slit in the main body of the cuff. The damage detected is indicative of coming in contact with a sharp utensil or object. The single wall thickness of the cuff was measured away from the damaged area and found to be within the blueprint specification.